Event description:
Prevena wound vac was alarming. Placed a hospital wound vac to diagnose the reason for the alarm (leaks, etc). No alarm with our hospital vac. Used another prevena kit (x3 total) and it was still alarming. Discharged patient home with abd sterile dressings-no vac attached. No harm to patient. Rep/manufacturer aware and assisted with trouble shooting. Prevena plus kit -pre4000us c16874v008.